Manufacturer narrative:
The device associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During patient use, when the autopulse li-ion battery (sn: (B)(4)) was inserted into the autopulse platform, the platform did not power up. The battery was placed back into autopulse multi chemistry charger (mcc). However, the battery failed to charge in the charger, and the mcc status indicator illuminated fail (red led) light. The battery was tested in both bays in the mcc, and the same result was observed. The charger was unplugged for a few minutes and plugged back in, and the battery was tried in both bays again; however, the issue was not resolved. As per customer, the battery was charged prior to inserting into the platform, but the customer couldn't recall what lights were illuminated on the battery status leds. Other batteries were charging fine in the charger. The autopulse platform worked fine with spare battery. No consequences or impact to patient.